Event description:
It was reported that a sheath rupture occurred. A 1.50mm rotalink plus was selected for use. At the course of the procedure, it was noted that the sheath ruptured. The procedure was completed with another of the same device. No patient complications were reported.